Event description:
It was reported that the patient underwent a procedure to remove a potentially infected skin cyst from the upper incision. The patient believed the cyst was a result of the healing process of the incision. The cyst was discovered during the procedure, removed, and cultured. There were no issues with the device, and nothing was removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure to remove a potentially infected skin cyst from the upper incision. The patient believed the cyst was a result of the healing process of the incision. The cyst was discovered during the procedure, removed, and cultured. There were no issues with the device, and nothing was removed or added.